Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The right atrial (ra) lead exhibited high thresholds causing an inability to pace at max output. It was also noted that there was a possible lead dislodgement. The ra lead remains in use and intervention has been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was carried out.